Manufacturer narrative:
Concomitant medical products: addr06, ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thinks one of their leads maybe loose as the leads have always been lower. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.